Event description:
A healthcare provider reported that the patient was to have their implantable neurostimulator (ins) explanted on monday following the day of the report, due to an infection at the pocket site. It was noted that the physician was planning on leaving the leads implanted, and re-implant the battery once the infection has resolved. The manufacturing representative had no additional information. The patient was implanted for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.